Event description:
It was reported that the pt had his spectra penile prosthesis removed due to pt dissatisfaction. Pt "doesn't like lack of flaccid state". The pt was reimplanted with an inflatable penile prosthesis at the same surgery.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.